Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a sensor malfunction occurred. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of a sensor malfunction. The root cause was determined to be sensor noise. The reported issue of a sensor malfunction is reportable based on the finding of connection loss.